Event description:
Insert tip broke off in head of screw, unable to remove, left in pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.